Event description:
It was reported that the bed exit alarm was not operating properly due to the footboard needing to be reseated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device was evaluated by the distributor.